Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the piston does not move while attempting to bolus with the device. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump passed displacement test and received with normal operating currents. The insulin pump has cracked case near lcd window, cracked lcd window, minor scratches on lcd window, cracked reservoir tube lip, stained address serial number label and stained end cap sticker.